Event description:
Reportedly, an error message is displayed and the tablet can no longer be used.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - it was reported following the complaint creation that normal functioning of the tablet was restored. - however, since the subject smarttouch tablet was not returned for investigation, the reported event could neither be confirmed nor investigated. - the case is therefore closed and will be reopened should any new relevant information be provided in the future.